Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 7073423/ 7073428/ 7073438/ 7073427.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.